Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800286 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips do not load properly on the applier. One (1) out of 2 clips are not holding properly on the applier. There was no patient injury.